Event description:
It was reported during device change out for normal eri, externalized conductors were detected via fluoroscopy. No electrical anomalies were detected. Patient was asymptomatic. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.